Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were difficulties during registration on a l4-l5 fusion. They registered the patient and got yellow values at l5. The manufacturer representative asked the surgeon if they would like them to make adjustments in attempts to get a better registration and the site did not want to and thought it would be fine. When sending the arm to the left l5 trajectory, it was coming in laterally. They tried to make some adjustments and were unable to get a satisfactory trajectory that the surgeon was comfortable operating at. The site decided to re-register the patient and were unable to get it to pass. The surgeon placed the last screw free-hand. The patient was fixated to the system using a bone mount bridge with a schanz pin in the right psis. The patient had a bmi of 60. There was about a 15 minute delay to the procedure due to the issues. There was no impact to the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A4: patient weight is not available. H3, h6: no parts were returned for product analysis. Multiple device codes were applied. Below clarifies what each is associated with. A0803 - inaccuracy a23 - registration issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.